Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation. The impedances were measured in all contacts at >20,000 ohms. The hcp assumed an electrode and/or extension fracture and replaced the electrode and extension. The patient status was okay after replacement. Additional information has been requested, but was not available as of the date of this report.